Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier power supply. No patient injury was reported.

Event description:
The customer reported the system displayed a camera failure message and locked up. No patient injury was reported.